Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, and technical support arranged to replace the pump.